Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient was implanted with rod during the 1st revision surgery in (B)(6) 2012 (date unknown). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This is 2 of 4 reports for the same event, complaint #(B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient was initially implanted with eight (8) universal reduction screws (urs) and two (2) nflex rods on an unknown date. Patient was returned to the or in (B)(6) 2012 (date unknown) for the first revision surgery due to persistent pain. In (B)(6) 2012, the patient was revised with 2 cages, plif and the nflex rods were replaced with uss rods. Patient was then returned to the or on (B)(6) 2013 for a second revision. Reportedly the uss rods came out from the screws and there was an incorrect fixation. The internal parts of the locking nut were not locked and the rods were free to slide. It was reported the patient is okay. This report is for the 2nd revision on the unknown uss rod. This is 2 of 4 reports for the same event.